Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 2l6c instrument part # 651165, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding high carry over between sample tests. ¿ manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from 02nov2020 to date 02nov2021. ¿ complaint trend: the only complaint related to the issue of high carry over for this instrument within the date range is this one. Date range from 02nov2020 to date 02nov2021 ¿ manufacturing device history record (DHR) review: DHR part #651165, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a blockage in the v8 pinch valve tubing. The customer had initially reported that the fluorescence of a previous sample would be seen in the following sample. Upon further inspection they noticed a liquid leakage from the tip of the sit between sample tests. The tsr (technical service representative) recommended that the customer use facsclean during the sit flush operation or to check the v8 pinch valve tubing. The customer confirmed that after clearing the pinch from the v8 valve tubing, the instrument was functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk is moderate, s3, and there was no impact to patient health or safety. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: (B)(6) 2018. Defective part number: n/a. Case comments: o ((B)(6) 2021 1:54 am) thank you for your prompt response. When I tried method 2 that you taught me, there is no liquid leakage from sit. When I removed the tube that was in the explanation, there was a crushed part, so rub it with your hands to loosen it. I shifted the position a little and refitted it in the part .the explanation with photos was very easy to understand and was helpful. The phenomenon has been improved. The user uses it normally. O ((B)(6) 2021 8:43 pm) status. When measuring several samples, the fluorescence of the previous sample it will also be detected when measuring a later sample. (Each sample is dyed in a single color. Also, it seems that the fluorescence of the previous sample is detected when water is poured. ) liquid leakage can be seen from the tip of the sit when replacing the sample. (When the tube is pulled out and the led is orange) I'm doing sit flush, but it doesn't seem to improve much. Is it related to the carry-over of fluorescence? Is there any maintenance that can be done as a user? Sheath filters will be replaced within (B)(6) 2021 and monthly clean within a month. [Correspondence] it is presumed that the cause is dripping during sit flash. I asked for two ways to deal with dripping during sit flash. Smoke facs clean during sit flash. Check the tube bitten by the v8. O ((B)(6) 2021 8:39 pm) when measuring several samples, the fluorescence of the previous sample is also detected when measuring the later sample. Liquid leakage is seen from the tip of the sit when replacing the sample. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O azure ID: 89209. O ID: libivd-ra-100 3.1.7. O reg status: ivd; ruo. O hazard: incorrect output for samples up to1.5ml or less. O cause: sample carryover error -fluidic. O harmful effects: events appear in wrong tube (false positive result). O risk control: proper sit flushing between samples. Droplet containment to manage back dripping into samples. O req link (azure ID): 89923 libivd-fld-292 sample pause/resume. 93170 libivd-did-342 standard carryover. O implementation verification: libivd-15-09p. Lsvn-1008-dp sit backflow control. O effectiveness verification: libivd-15-09f. Lsvn-1008-dr. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the sample carryover was due to a worn v8 pinch valve tubing. ¿ conclusion: based on the investigation results the root cause of the sample carryover was due to a worn v8 pinch valve tubing. When the customer initially reported the issue of carryover, a tsr recommended that the customer attempt to resolve the issue by running facsclean through the system during the sit flush procedure and checking the v8 pinch valve tubing. The customer confirmed the issue was due to a pinched v8 tubing, removed the blockage, and the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that while running samples with a bd facslyric¿ 2l6c instrument carry over occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: when measuring several samples, the fluorescence of the previous sample is also detected when measuring the later sample. Liquid leakage is seen from the tip of the sit when replacing the sample. Yes, fluids/test samples were mixing from one sample to another which is later samples.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running samples with a bd facslyric¿ 2l6c instrument carry over occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: when measuring several samples, the fluorescence of the previous sample is also detected when measuring the later sample. Liquid leakage is seen from the tip of the sit when replacing the sample. Yes, fluids/test samples were mixing from one sample to another which is later samples.